Manufacturer narrative:
Multiple attempts were made to obtain information about this reported event. No device lot/serial number was provided; patient information was not provided; implant and intervention date(s), if applicable, were not provided. H6 - code 213: engineering evaluation state the identity of the device was not provided; therefore, the device history record could not be examined to identify any potential root causes attributable to the manufacture of the device. No identity or images of the device were provided for evaluation. The reported failure mode reflects the case description but could not be confirmed. The evaluation found no anomalies attributable to the manufacture of the device.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. No lot number information was supplied; therefore, no review of the manufacturing records could be reviewed. The device was not returned from user facility. Therefore, direct product analysis was not possible. It is unknown if the gore® acuseal vascular graft was explanted or remains implanted. No intervention was reported. Event details, including patient information, was requested but was not made available. Instructions for use for: gore® acuseal vascular graft technical information state: the gore® acuseal vascular graft can be cannulated early (within 24 hours after implantation). Patients should be carefully monitored when using gore® acuseal vascular grafts for vascular access. Puncture sites must be adequately separated when repeated needle punctures of the graft are necessary. Multiple punctures in the same area may lead to disruption of the graft material or formation of a perigraft hematoma or pseudoaneurysm possible complications with the use of any vascular prosthesis complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to: redundancy; infection; ultrafiltration or perigraft seroma; thrombosis; mechanical disruption or tearing of the suture line, graft, and/or host vessel; excessive suture hole bleeding; formation of pseudoaneurysms due to excessive, localized, or large needle punctures; or perigraft hematomas.

Event description:
The following was reported to gore: during an procedure on (B)(6) 2021, it was found a gore® acuseal vascular graft was delaminated. Further information was requested, but has not been provided as of today.